Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) complained of a large lump when inflating the device. Upon explant, an aneurysm was found in the left cylinder, and fluid was collecting outside of the mesh. Therefore, the ipp was removed and replaced. No additional patient complications were reported.